Manufacturer narrative:
This report is being submitted to correct field h6 impact codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a device interrogation it was found that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range impedance measurements below 200 ohms and low sensing amplitudes of 2 mv. Additionally, this device recorded non-sustained ventricular tachycardia (nsvt) during a surgical procedure due to oversensing. Performed provocative maneuvers were negative for noise artifacts. Technical services (ts) was consulted and recommended a lead revision as well as continuing patient monitoring. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This report is being submitted to correct report source (g2) in section g, all manufacturers and due to additional information. This report is being submitted to correct field h6 impact codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a device interrogation it was found that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range impedance measurements below 200 ohms and low sensing amplitudes of 2 mv. Additionally, this device recorded non-sustained ventricular tachycardia (nsvt) during a surgical procedure due to oversensing. Performed provocative maneuvers were negative for noise artifacts. Technical services (ts) was consulted and recommended a lead revision as well as continuing patient monitoring. No adverse patient effects were reported. This crt-d remains in service. Additional information was received. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a device interrogation it was found that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range impedance measurements below 200 ohms and low sensing amplitudes of 2 mv. Additionally, this device recorded non-sustained ventricular tachycardia (nsvt) during a surgical procedure due to oversensing. Performed provocative maneuvers were negative for noise artifacts. Technical services (ts) was consulted and recommended a lead revision as well as continuing patient monitoring. No adverse patient effects were reported. This crt-d remains in service.